Event description:
During arthroscopic shoulder repair two 2.8mm titanium anchors broke. The site was pre-drilled and the surgeon used the recommended "two finger" technique when placing the anchors. There was a one hour delay to remove the broken portion of the anchors. It was reported that the surgery was successfully completed and that there was no pt injury or complications.